Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H4, h6 a manufacturing record evaluation was performed for the finished device product code: 04.038.000s lot number: 6515p58 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 05/07/2023 manufacturing site:jabil bettlach expiry date:01/06/2033 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6)2023, the patient underwent the orif with the tfna for the femoral diaphyseal fracture. The end cap in question locked with about 2 mm of floating. Even though the surgeon tried to redo it and retightening the locking mechanism, it did not improve. The primary surgeon and senior physician determined that the operation was securely tightened without any abnormal noises, so that the surgery was completed. The angle of the lag screw was not bad when it was inserted. The surgeon did not request a particular investigation for the cause. The surgery was completed successfully without any surgical delay. There were no patient consequences. Patient status/ outcome: stable. No further information is available. This report is for one (1) tfna end cap extens. 0 tan this is report 1 of 1 for complaint (B)(4).